Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00970, the device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in a varicose vein using ruby coils. During the procedure, after advancing a ruby coil through another microcatheter, the physician determined that the coil was too big for the target vessel and therefore, removed the ruby coil pusher assembly. It was reported that the physician did not mention resistance while retracting the ruby coil; however, the ruby coil unintentionally detached in the microcatheter. The physician attempted to advance a new ruby coil through the same microcatheter; not realizing that the first ruby coil had unintentionally detached within the microcatheter, subsequently; the physician experienced resistance and then decided to remove the second ruby coil; however, upon retraction the ruby coil unintentionally detached from the pusher assembly inside the microcatheter. Therefore, the physician removed microcatheter containing the detached coils from the patient under negative pressure. The procedure was completed using a lantern delivery microcatheter (lantern) and additional ruby coils. There was no report of an adverse effect to the patient.